Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the heavily calcified, concentric, heavily tortuous, 99% stenosed, mid to proximal left anterior descending (lad) artery, after pre-dilatation, the 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced toward the lesion but met resistance with the lesion and could not cross. There was resistance felt during removal of the sds due to interaction with the guiding catheter. After removal, the stent implant mid section was noted to be flared. The procedure was completed without stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.